Event description:
During implant after the leads were placed, the patient's blood pressure appeared to be slightly low. The leads were quickly connected and the pocket was closed. Fluoroscopy and echo showed possible small pericardial effusion. A subxiphoid approach was utilized to tap the pericardial effusion, however, not much fluid could be removed. Further attempts were abandoned as patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.